Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The hospital biomed reported that a patient was brought in to the hospital by ambulance being paced and the hospital staff could not get the mrx device to pace the patient. The involved patient died. It is unknown at this time if the hospital clinicians believe the device behavior impacted the patient outcome.

Manufacturer narrative:
A philips field service engineer evaluated the device, the symptom could not be reproduced, no malfunction was identified. The biomedical engineer was provided the information from the mrx instructions for use regarding patient impedance, muscular response and the ¿no shock delivered¿ message. There has been no allegation that device behavior impacted the patient outcome. The device passed all performance assurance tests and remains at the customer site. Philips was unable to verify the reported symptom.